Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 52 mg/dl. The other blood glucose level was 48 mg/dl, 210 mg/dl, 320 mg/dl, 45 mg/dl. The customer was treated with glucose tablets. Customer was using insulin pump system within 48 hours of reported low bg event. Customer reported did not use auto mode/smartguard. The customer reported that insulin pump is over delivering. The patient was disconnected during the rewind/prime sequence. The patient was disconnected during the rewind/prime sequence. Reservoir was showing the same amount of insulin as shown on the status screen. The customer reported that pump was not worn during a medical procedure/test around an MRI. The customer reported that they are unsure if the programming is accurate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing.(B)(4).

Manufacturer narrative:
The summary narrative has been revised and submitted with this report in section b5.(B)(4).

Event description:
Customer reported that they have been experiencing low blood glucose levels for 3 consecutive days. On (B)(6)2020 blood glucose was 210 mg/dl and 52 mg/dl after glucagon. The succeeding days, blood glucose was 252 mg/dl and 45 mg/dl after glucagon and 48 mg/dl the following morning.